Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's experiencing overstimulation in the ipg pocket site when stimulation's on (date of event unknown). Reportedly, x-rays reveal the lead is wrapped around the ipg header. (Reference MFR report#1627487-2016-01422) for ipg issue. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the lead was explanted and replaced with a new model. Effective stimulation was restored postoperatively. The issue is resolved.